Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high and low blood glucose on (B)(6) 2017 with blood glucose of 136 mg/dl. Customer¿s blood glucose value at time of incident was 43 mg/dl and current blood glucose value was 184 mg/dl. Customer had orange juice. Customer also had blood glucose values of 600mg/dl, 211mg/dl, 192mg/dl, 222mg/dl, 262mg/dl and 289mg/dl. Customer did not allege pump was over delivering. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.